Event description:
It was reported that patient underwent a procedure utilizing an acetabular cup inserter on (B)(6) 2010. During the procedure, the lock pin fractured off the instrument. There was no delay to the procedure or injury to the patient.

Event description:
It was reported that patient underwent a procedure utilizing an acetabular cup inserter on (B)(6) 2010. During the procedure, the lock pin fractured off the instrument. There was no delay to the procedure or injury to the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no recorded anomaly or deviation. The associated package insert states the following warning: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to failure." Evaluation of returned device found that both sides of the fracture surface show concentric progression marks surrounding a 0.4mm oval instantaneous zone that is consistent with a rotating fatigue fracture failure. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing acetabular cup inserter on (B)(6) 2010. During the procedure, the lock pin fractured off the instrument. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Corrected data: this report filed (B)(6) 2010.